Event description:
It was reported that the needle developed frost on the shaft. Two iceforce 2.1 cx needles were used for a soft tissue cryoablation procedure. One of the needle's entire shaft developed frost during the procedure. The defective needle was replaced with a new one and the case was completed with no reported patient injury.